Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer received information from technical support to reset the pump, successfully performed the reset, and was advised to continue using the pump.